Event description:
Drive medical has received a complaint from an attorney about an incident involving a home care bed allegedly distributed by drive medical. The patient had been using this bed for about 2.5 years in a nursing home before the incident. It was alleged that the patient fell out of the bed and sustained a fracture to her right lower extremity including a right distal femur fracture and a right proximal tibia/fibula fracture. Allegedly the said injuries proximately caused and/or contributed to the patient's death several days later. Drive medical has retained a legal counsel to assist in investigating of this claim. This MDR report is based on the information provided by claimant's attorney and our investigation.